Event description:
On an unknown date a 23mm trifecta valve was successfully implanted. On an unknown date a valve in valve was performed due to prosthesis stenosis, increase gradient of 35 mmhg. There was a delay in procedure was reported. Patient status is unknown. Additional information cannot be obtained.